Event description:
On (B)(6) 2013, it was reported that the up and down arrows were intermittently unresponsive. The reporter indicated that the keypad was not responding appropriately and had to hit buttons multiple time for response. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.